Event description:
It was reported while using bd facsymphony¿ so waste leaked outside of the instrument. There was no report of user impact. The following information was provided by the initial reporter: it was reported that the unit shuts off by itself and the customer noticed fluid under the unit and on the floor. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes, the counter top and floor. 3. What was the fluid that leaked? Sheath fluid. 4. What is the source of leak -- waste line or non-waste line? Waste line connector. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any spray of fluid under pressure? No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00093 was sent in error. This complaint was meant to capture issue of instrument shutting down which is not considered to be a reportable malfunction. The leakage issue was captured under MFR report# 2916837-2021-00094.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsymphony¿ so waste leaked outside of the instrument. There was no report of user impact. The following information was provided by the initial reporter: it was reported that the unit shuts off by itself and the customer noticed fluid under the unit and on the floor. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes, the counter top and floor. What was the fluid that leaked? Sheath fluid. What is the source of leak -- waste line or non-waste line? Waste line connector. Was the customer exposed to blood or bodily fluids? No. Was there any spray of fluid under pressure? No.